Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leaking past the second o-ring. Blood glucose level at the time of the incident was 164 mg/dl. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.